Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was replaced and requested to be returned for evaluation. However, the sensor was not returned. Based on the troubleshooting that was done, most likely the issue happened because of the sensor problem. The actual root cause of the issue could not be determined since the device was not returned for evaluation.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient was unable to link the newly inserted sensor leading to sensor removal and replacement.